Manufacturer narrative:
The patient will continue to be monitored using daily measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited high, out-of-range shock impedance measurements. Troubleshooting found the measurements were high when the proximal coil was included in the shocking vector. The shock vector was programmed to distal coil to can. No adverse patient effects were reported.